Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). The patient began treatment with unspecified antibiotics for the peritonitis. On a later date, the peritonitis resurfaced and the patient was hospitalized for the event. The cause of the peritonitis was not reported. Pd therapy was ongoing. At the time of this report the patient was discharged from the hospital and recovering from the peritonitis. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12g23052, h12i06079, and h12l07031 and no exceptions were observed that were related to the reported condition.